Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient contacted patient services and noted that he has had cardiac arrest and ventricular tachycardia (vt) episodes. Patient services referred the patient to their physician. The field representative contacted the clinic and reviewed the chart. No cause of the patient's cardiac arrest was determined. It was noted that the patient paces 93 percent of the time and the vt is being sensed and treated appropriately. No adverse patient effects due to the cardiac arrest were reported. At this time the system remains in service.